Event description:
It was reported that the patient was complaining of fatigue related to the device rate response setting. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a wedge resection procedure, the device was being used with a blue reload and did not seal the lung - the staple line was inconsistent. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a 6r45b reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4) : information was not provided by the affiliate. Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.